Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient's representative reported left side rupture. Patient's representative additionally reported against left device "possible consequences in the future are still uncertain¿. Later healthcare professional reported left side pain and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b3, b5, b6, g1, g2, h6.

Event description:
Patient's representative additionally reported against left device "possible consequences in the future are still uncertain¿. Later healthcare professional reported left side pain and capsular contracture baker grade unknown.